Event description:
It was reported that a patient presented with cardiac perforation noted on the patient's right ventricular lead. This resulted in low sensing. No loss of capture was noted. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.